Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the patient was on the pump, the pump power went completely down without warning. They were able to get the pump up and running without compromise to the patient. The register nurse notice that when he went to the status page, it read bad fuse under the battery status. As a result, the pump was switched out without complications. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump shut down without warning" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while the patient was on the pump, the pump power went completely down without warning. They were able to get the pump up and running without compromise to the patient. The rn notice that when he went to the status page, it read bad fuse under the battery status. As a result, the pump was switched out without complications. There was no report of patient complication or serious injury and death.